Event description:
Pt lost the vision in right eye after cataract operation a few mos later. Pt suffered vision loss with optic nerve swelling. Md believes that pt has ischemia optic neuropathy and md does not think that it is related to the lens, but the pt points out that they are allergic to many materials including some plastics. For example, pt had blistering of the skin from a type of plastic temple on some glasses. Pt asked whether the ischemic optic neuropathy might be a reaction to the acrysof lens. Md finds that there are no cells in the aqueous or vitreous humor and that the lens appears to be in good position in the capsular bag. Nonetheless, md sent a letter as an inquiry to determine whether it has had any other pts develop optic nerve swelling and vision loss following implantation of the acrysof lens.